Manufacturer narrative:
On (B)(6)2021, bwi received additional information indicating that the patient was a 50-year-old male (51 kg). The event required medical intervention, cardiac massage, pcps and extracorporeal membrane oxygenation (ECMO) were done. A transseptal puncture was not performed. Prior to noting the cardiac tamponade ablation was performed and there was evidence of a steam pop. The physician¿s opinion on the cause of this adverse event: not product malfunction. The outcome of the adverse event: recovered. The patient did require extended hospitalization because of the adverse event. As such, the section b2 adverse event checkmark selection and the section h6 health impact code have been updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent a ventricular tachycardia (vt) ablation using a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade, possibly due to steam pop during ablation. Decreased blood pressure was noted, cardiac massage was performed temporarily. The patient was discharged from the procedure room with repeated ventricular fibrillation vf and percutaneous cardiopulmonary support (pcps) connected. A patient with vf storm whose vf is uncontrollable and in poor condition. The physician¿s commented that product causality is considered unrelated. Ablation settings and parameters were unknown. The reported has stated no further information is available. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly. Steam pop is not MDR-reportable. However, since the event is life-threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, then it is to be considered serious and MDR-reportable.